Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, difficulties were encountered during the advancement of a 20mm sapien 3 valve and commander delivery system through the 14fr. Esheath. Post valve deployment, after the esheath was removed, digital subtraction angiography (dsa) showed a dissection in the external iliac artery (eia). A covered stent was implanted to repair the dissection and the procedure was completed. The access vessel minimum luminal diameter (mld) measured 5.5mm. The access vessels measured: common iliac artery (cia) 8.0mm x 9.0mm, external iliac artery (eia) 6.4mm x 6.7mm, and femoral artery (fa) 5.5mm x 7.0mm. Mild vessel calcification and mild vessel tortuosity were reported. The delivery system and esheath were discarded following the procedure and are not available for evaluation by edwards lifesciences. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The commander delivery system and esheath were not returned to edwards lifesciences for evaluation. Without the devices visual inspection, functional testing and dimensional analysis could not be performed. No relevant photographs, video or imagery was provided. The device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaints. Lot history review revealed no other similar complaints for sheath shaft resistance with delivery system. Complaint history review from february 2018 through january 2019 for the 14fr. Esheath (all models) revealed other similar complaints for sheath shaft ¿ resistance with delivery system, bc. No potential manufacturing non-conformance's were found in the complaints that were not able to be confirmed. No potential manufacturing non-conformances were found in the complaints that were able to be confirmed. Available information suggested patient/procedural factors may have contributed to the reported events. A review of the complaint history revealed that the occurrence rate did not exceed the january 2019 control limit for the appropriate trend category. Review of the device IFU, prepping manual and training manual did not identify any IFU/training deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, the esheath undergoes multiple 100% visual inspections. The sheath is inspected for wrinkles, kinks, bends, surface defects, cuts, cross linking across the liner, delamination, seam separation, stress lines in the liner and the presence of the c-marker band. The inspections are 100% repeated on the completed sheath assembly. Additionally, product verification (pv) testing is performed on each lot based on a sampling plan. All samples passed the pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. In this case, the complaint for sheath shaft ¿ resistance with delivery system, bc was not able to be confirmed since the devices were not returned for evaluation. Due to the unavailability of the devices, visual, functional and dimensional testing was not able to be performed. As a result, a manufacturing non-conformance was not able to be identified. A review of the manufacturing mitigations in place supports that the sheath has proper inspections in place to detect issues related to the reported event. Based on complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. Although the exact cause of the reported event cannot be determined, previous investigations indicated procedural factors (improper flushing/wetting of the devices, incomplete/misaligned valve crimping, incomplete advancement of the loader, residual fluid left in balloon during prep), in addition to patient factors (access vessel mld, calcification, tortuosity) may have contributed to the resistance encountered during the advancement of the delivery system through the esheath. Procedural factors (manipulation of the devices) in addition to patient access vessel factors likely contributed to the iliac artery dissection and subsequent surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.